Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, a balloon rupture in a pinhole form was noted at the tip part of the balloon upon third inflation at 6 atmospheres when inflated for 30 seconds. The device was removed without any issue and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).